Manufacturer narrative:
A ge service rep conducted an onsite investigation. The broken wire was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a collimator iris potentiometer error message and the left screen would not show an image. No pt injury was reported.